Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call air bubbles anomaly on the insulin pump. Customer's blood glucose level was 300 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high for no reason and that was when they realized small air bubbles inside the reservoir. Customer advised they also experienced bent cannulas. Customer was advised that a replacement reservoir will be sent out and they agreed to return the reservoir for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.